Event description:
The patient also informed that the patient was using lubricating eye drops for 3 to 4 years and she is having issue with reading the labelling provided in the drops.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient was having serious problems with close-up vision. When the lenses were implanted, the patient was having six pairs of experimental lens which he wants to be replaced if there were any issues with them. The near vision was very critical. The customer was a writer and he needs to read constantly but the patient's near vision was deteriorating. The distant vision was not an issue because the patient was wearing glasses. Additional information was received stating that, the patient visited the surgeon after the surgery and the surgeon suggested for a prism vision correction. For to six weeks post surgery, the patient's close up vision started deteriorating. In the evening, the patient experienced double vision and in the morning the patient was using lubricating eye drops. In the month of march/april the patient could not read the paper in morning. It was suggested that prism adhesive stick ones on back of lenses (glasses). The patient also did an online test and had 5 of the 6 symptoms for having an incorrect lens implanted. The patient feels like she needs lens replacement. Additional information was received stating that, the patient experienced dislocation of implanted lenses and distortion of iris in both eyes, slight elongation point, developing in both eyes closest to nose. The patient has also discussed the same with her eye care provider.